Manufacturer narrative:
H3: pli-10: product ID: em800, serial/lot #: (B)(6) evaluation determined that tool is stuck inside the collet. The likely cause of failure is inadequate preventive maintenance. It was also noted that device sounds rough, bearings are worn and laser markings are faded. Pli-20: product ID: pss unknown tool, serial/lot: unknown no conclusion can be drawn. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: em800, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Repair request initiated for device with the report of removal difficulty. It was reported that there was no patient involvement. Repair escalated to a product event on evaluation due to the tool broken.

Manufacturer narrative:
Product analysis: evaluation determined that tool was broken and tang end portion of the tool with cfn and lot information was not returned, so the tool could not be identified aside from being an mr8 tool. The fracture face was rough, and the fragment length is less than the depth of the mr8 collet. The likely cause of the failure was due to tool was broken while locked in a motor, but without an attachment covering the tool. The unit was possibly dropped or otherwise mishandled, the tool broke and the tang fragment became stuck in the collet. It was also noted that the fragment is discolored, due to being autoclaved inside a motor collet. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.